Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for bacillus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. Additional information: d8, d10, h3, h4, h6, h11. An olympus ess visited the user facility on 03oct2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently and correctly. However, the external filters on the automatic endoscope reprocessor (aer) had not been changed for a year. It was recommended that a water sample be taken from the aer. The facility indicated further testing will be done of the aer and the filters would be changed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end and elevator mechanism. Cfu: unknown. Bacterial identification - gram stain morphology: positive cocci, positive coccobacilli - genetic: staphylococcus pasteuri, staphylococcus epidermidis, acinetobacter radioresistens, kocuria rhizophila. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: unknown. Bacterial identification. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: unknown. Bacterial identification - gram stain morphology: positive cocci. - genetic: staphylococcus pasteuri. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: unknown. Bacterial identification - gram stain morphology: positive rods. - genetic: bacillus licheniformis. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.